Event description:
Ligasure impact was being used on a patient and error codes would appear on the generator. No injury was suspected at this time. Stopped using the device and got a new one. ====================== manufacturer response for ligasure impact ======================awaiting response